Event description:
It was reported that, "anatomic patella fractured underneath the triathlon patella. No surgery required. Surgeon elected to treat conservatively. No fall involved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.